Event description:
The dilatation catheter was inadvertently placed into the coronary artery with the protective packaging sheath intact. The sheath was then embedded to the side of the vessel with a stent. The pt was reportedly stable throughout and no sequelae was associated with this event.